Event description:
At time the physiomesh was inserted inside the peritoneal cavity through the 10mm port and while deploying it with the ratchet clamp, surgeon noticed that one of the jaws was missing. Prior to inserting the mesh inside the abdomen, stay sutures were applied with use of 0-gore-tex. Then, the stitches of 0-gore-tex were brought through the abdominal wall, tied. The broken piece of ratchet clamp was visualized. In the process of delivering it through the surgiport, it came off from the clamp and went back inside the abdomen. Approx 1 hour was spent looking for it and it could not be found. An x-ray was done which revealed that it was to the right of the abdomen. C-arm was brought in and for about an hour and a half surgeon tried to retrieve it, but the piece appeared to be behind the liver and the instrument used could not go behind the liver. Decision was made to perform a right subcostal incision with use of the cautery by dividing the rectus muscle and part of the oblique muscles. Then with the use of the hand, the retrohepatic area was palpated and the foreign body was found and retrieved.